Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had high pacing impedance. The patient was asymptomatic. It was suggested that the rv lead be revised, but the patient does not want to undergo surgery. The physician elected to monitor the rv lead. The patient was in stable condition.